Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: h6. The following sections were corrected: b5, h6.

Event description:
It was reported that this patient's right knee replacement was revised due to pain and osteolysis. The surgeon replaced the construct and replaced it with a competitor's device. Patient was last known to be in stable condition following the event. No further information at this time.

Event description:
It was reported that this patient's right knee replacement was revised due to osteolysis. The surgeon replaced the construct and replaced it with a competitor's device. Patient was last known to be in stable condition following the event. No further information at this time.

Manufacturer narrative:
D10: 02-010-04-0340 - logic cr femoral por, right, sz 4: (B)(6). 02-012-45-4050 - lgc tibial fit tray cem sz 4f / 5t: (B)(6). 200-02-41 - three peg patella 41mm: (B)(6). 02-012-48-4009 - logic cr tib insert slope+, sz 4, 9mm: (B)(6). The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.